Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at gold coast university hospital in the early hours of the morning after experiencing elevated blood glucose (bg) and ketone levels. She reported that a pod applied to the abdomen and worn between 1 and 4 hours did not deliver insulin after displaying an error message. As a result, her bg levels rose to 18.5 mmol/l (333 mg/dl), leading to vomiting. Her husband called an ambulance, and she was admitted to the hospital. The patient was provided with insulin pens upon arrival, and her bg and ketone levels have been gradually decreasing (bg now 12 mmol/l / 216 mg/dl; ketones trending down), she has been advised to remain hospitalized until the following morning for observation and stabilization.